Event description:
The customer reported the anestar anesthesia system would not come out of standby mode, which may have resulted in a possible loss of anesthesia monitoring. No injury was reported.

Manufacturer narrative:
The company rep evaluated the unit and unlocked/locked the breathing system, and resolved the issue.